Event description:
It was reported to boston scientific corporation that a rx cytology brush was used for an endoscopic retrograde cholangiopancreatography procedure on an unknown date. During preparation, while retracting the brush, the internal mechanism failed, causing the component to snap. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 is being used to capture the reportable event of brush detachment of device or device component.